Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The biomedical engineer advised that they were using aftermarket batteries (brand unknown) to power their device. Physio-control provided the biomedical engineer with troubleshooting assistance and recommended that the customer use physio brand (OEM) batteries. After multiple attempts, physio-control has been unable to contact the biomedical engineer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.